Manufacturer narrative:
Additional manufacturer narrative/corrected data: the endoleak was identified as a type ii endoleak. On (B)(4) 2016 the aneurysm measured 59 mm. On (B)(4) 2017, the aneurysm measured 65 mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2017, an endoleak (unknown type) was identified. On (B)(6) 2017, a reintervention was performed whereby ir transcatheter embolization therapy was administered. No further information was provided to gore.